Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. The patient had symptoms of dizziness, nausea, and vomiting. The blood glucose results taken at the hospital were not provided. The patient received insulin administration with dipyrone, paracetamol, and anti-abortive medication. The patient was hospitalized from 7:00 a.m. On (B)(6) 2017 to 12:00 p.m. On (B)(6) 2017. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The soft component of the menu button has been damaged due to user error. Furthermore, the customer did not follow use instructions to check daily that the insulin pump and sterile products are not chipped, cracked or damaged and continued to use the pump. This allowed liquid to enter the pump through the damaged soft components and resulted in damage to the electrical components of the pump.